Event description:
It was reported that a patient using the ilet experienced elevated sensor glucose to 250 mg/dl after disconnecting from the infusion set while charging the pump, with subsequent guidance to reconnect tubing and to replace supplies if hyperglycemia persisted; later follow-up indicated glucose of 185 mg/dl with a downward trend. Symptoms included hyperglycemia. Outcomes included no reported injury and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed the infusion set was disconnected which interrupted insulin delivery. It was concluded that the event was attributable to an infusion set connection issue leading to high glucose, resolved with reconnection and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.